Event description:
The customer reported no image is displayed during reprocessing involving an olympus autoclavable camera head. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.